Event description:
The following description of the event was copied from the user facility med watch report received by cardinal health medical products from the FDA on 03/20/2009, and then forwarded to cardinal health, inc on 03/23/2009. "Event desc: while ventilating pt on high frequency oscillatory ventilator (hfov) the mean airway pressure (map) acutely increased from 28 to 40cmh2o pressure. There was no obvious reason for this; however, the proper adjustments were immediately (within seconds) made to return the pt to the desired map. The pt suffered no harm as a result of this incident, and the equipment involved was saved and given to the proper department personnel for follow-up investigation and evaluation."

Manufacturer narrative:
During the customer's investigation and eval they discovered that the unit was operating as intended and the alleged failure was caused by a defective cap. Diaphragm which is a component used on the 3100b (hfov) pt's circuit. The customer identified that the defective cap/diaphragm was from lot # 052308. Thirteen boxes of cap/diaphragms (lot # 052308) were returned to cardinal health for eval. Per customer, the unit was operating as intended. Upon receipt at the factory, the cardinal health failure analysis lab technician ran the cap/diaphragms (lot # 052308) on a test 3100b (hfov) and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. A review of trended complaints for the past 6 months does not reveal a trend associated with cap/diaphragms, at present this event is considered to be an isolated incident. Additionally, this file will be trended as part of our monthly trending. Replacement cap/diaphragms were sent to the customer on sales order.